Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones as the device had declared a code 1005 due to an open circuit detected during shock delivery. The right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. In addition, the shock impedances had been high for the past couple years. It was noted that the rv lead thresholds had slightly increased. Boston scientific technical services (ts) recommended evaluating the rv lead, and to consider replacement. Subsequently, a revision procedure was performed. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedances. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.